Manufacturer narrative:
There is no suspected device failure. The reported patient complication is an inherent risk to this type of procedure. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was among the many devices used during the procedure.

Event description:
The baylis medical nrg transseptal needle (rf needle) was used for transseptal puncture during a procedure. Five attempts were made to puncture the septum by delivering radiofrequency energy from the generator. Once septal puncture was achieved, the physician injected contrast to confirm crossing. At this time, tamponade occurred and the patient crashed. The patient was stabilized and subsequently transferred to the operating room for cardiac surgery. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was among the devices used during the procedure.